Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and while performing the pim leak test the fse found that the 3rd leak test failed. The fse replaced the pim. Performed all functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. The removed pim was returned to the failure analysis and testing department(fat) for investigation. Fat performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of failing leak diff. Test with result of -42mmhg, the factory specification is +-10mmhg. The pim failed testing. Retaining the pim in the fat dept. As per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.